Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during an a & p lumbar fusion procedure performed on (B)(6) 2022, the tip of the polyaxial screwdriver broke off when inserting iliac bolts. The fragments were generated but were removed easily without additional intervention. The additional screwdriver in the set was utilized to put in the remaining screws. There was a fifteen (15) minutes surgical delay due to the reported event. The procedure was successfully completed. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for complaint (B)(4).